Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was over 200 mg/dl at the time of incident and current blood glucose level was 356 mg/dl. The customer reported that the drive support cap was normal. The customer alleged insulin pump was under delivering as the customer had high blood glucose level without reason. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The insulin pump will not be returned for analysis.